Event description:
It was reported that the patient was experiencing severe pain and irritation around the implant site upon charging. The patient added that they had to go to the hospital due to the pain. Program optimization was attempted and was successful, however, the patient was in a lot of pain and had trouble walking the next morning.